Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
No updated information.

Event description:
It was reported that the device came apart during testing at the user facility. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.